Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after loading approximately 130 units of insulin. Customer's blood glucose level was 186 mg/dl. Reportedly, the customer was able to successfully load a new cartridge onto the pump.